Manufacturer narrative:
Investigation summary: the defect was not confirmed because there is no picture and returned sample. A customer report is not required, and it is known defect and the trend has not shown a remarkable rise, so we decided that further investigations is not necessary. We will continue to monitor the trend this issue. OEM manufacture: (B)(4). There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ chromagar¿ o157 catalog number 214984 which has 510k number k070691.

Event description:
It was reported that while using 40 plate bd chromagar o-157 20 ea contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "according to the customer¿s information, dots like mold were found on the media."